Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled implant surgery. During the procedure, the physician had difficulty placing the ventricular lead due to unacceptable threshold values. Sensing was found to be acceptable in all but one location, and impedance values were acceptable for most, but not all locations. Allegation on the lead was made and it was replaced by another lead of the same size. Procedure concluded without further issue. Patient was stable.